Event description:
It was reported that the right ventricular lead impedance has been increasing since (B)(6) 2011 and the impedance measurement is high. Follow up with the physician's office revealed the patient is being followed closely and the lead remains in use. It was later reported the threshold measurement was high. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance has been increasing since (B)(6) of 2011 and the impedance measurement is high. Follow up with the physician's office revealed the patient is being followed closely and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.